Manufacturer narrative:
The device was returned to olympus for evaluation, however the device evaluation has not yet begun. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the camera head, the image disappears during use. The issue was found during an unspecified diagnostic procedure. The intended procedure was completed using the same device. There was no delay in procedure. There were no reports of patient or user harm associated with this event.